Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 08-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen via an implanted pump for intractable spasticity. It was reported that the patient recently went to the emergency room (ER) for a spinal fluid leak. It was reported the ER did not know what a pain pump was and told the patient they would interrogate the pump. The patient inquired if a physical individual would need to be present for this. The agent reviewed information and considerations. The patient mentioned a CT scan that showed a pocket of fluid between l2 and l3. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient had a blood patch scheduled on tuesday (on (B)(6) 2025). Additional information was received from a consumer on 2025-08-04 and it was reported the patient¿s hands were extremely itchy.